Event description:
(B)(4). It was reported that the implantable neurostimulator (ins) was ¿pulsating terribly.¿ the patient wanted to turn stimulation down. The patient tried to use the programmer, but it showed a message to change the batteries. The patient changed the batteries and could not get the programmer to work. It was stated that the patient felt a jolt while using the programmer. The patient increased stimulation and felt okay when patient services called the patient back. Before the voicemail was returned, the patient had contacted the manufacturer representative and received help with the issue. The patient declined further assistance.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04d8q, implanted: (B)(6) 2013, product type: lead product ID 3037 l ot# serial# njd178902n implanted: explanted: product type programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).